Event description:
It was reported that the physician experienced resistance when filling the pump and was unable to aspirate. At the replacement surgery, the catheter was aspirated and contrast flushed with ease. The catheter was ruled out as a possible issue. The scrub tech aspirated the explanted pump on the back table; 4.5mls were aspirated with ease. The expected residual volume was 5.8 mls. The patient was hospitalized with symptoms of underdose and withdrawal prior to the replacement surgery. The patient status was reported as ¿alive - no injury/no adverse event.¿ the device system was used to deliver infumorph. It was later reported that the pump was sent back. The pump has not ben received as of the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8703, lot# j94137437, implanted: (B)(6) 1994, product type catheter. (B)(4).

Manufacturer narrative:
Additional information: analysis of the pump revealed no anomaly found. The pump was filled and aspirated 10 times in the analysis lab with no problems encountered. A small amount of precipitate was found during the destructive analysis of the fluid path, but it is not thought to be enough to cause difficulty filling and aspirating the pump. (B)(4).